Event description:
It was reported that the patient came in for a refill that was overdue. The pump alarms had been going off. The empty reservoir occurred (B)(6) 2013 and the patient came in (B)(6). It was a 20 milliliter (ml) pump and it was noted that 21.3 ml had dispensed since last update. They could not aspirate any drug when they went to do the refill. There were no patient symptoms or adverse effects reported as a result of the low/empty reservoir. The pump had been delivering 10 milligrams (mg)/milliliter (ml) of morphine at 0.7 mg/day. They refilled the pump with a 2 mg/ml concentration of morphine and set the pump to run at minimum rate. Then the patient was brought back for a dye study, and they could not aspirate the catheter. It was noted that performing a dye study was routine practice for this physician when the reservoir went empty, to ensure the catheter was still patent. Under fluoroscopy, the catheter appeared to be in the intrathecal space; however, the physician could not aspirate. They then wanted to reprogram the pump. It was decided to keep the pump at minimum rate and supplement the patient with oral medication, as she did not want to undergo surgery at that time. The pump was being used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).